Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: essure protrusion , outside uterus/ essureprotrusion outside the uterus and the essure was visible through the perineum"), pelvic pain ("severe chronic pelvic pain"), pelvic adhesions ("release of torsion of lysis of adhesions") and endometriosis ablation ("excision of endometriosis") in an adult female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions:(B)(6) 2007, findings: initially transpelvic images were performed. The images demonstrate bladder. The uterus was unremarkable with the exception some echogenic material within the uterus. No endometrial or intrauterine mass was identified. The endometrial stripe measure 0.26 cm, within normal limits. The transvaginal imaging demonstrated small benign appearing bilateral follicular cyst. No free fluid. The largest cyst of the ovary measure 0.73 cm within the right ovary and 0.8 cm within the left ovary. There is normal vascularity to both ovaries. There is prominent vessels seen within the pelvic region and uterus. Impression- echogenic material within the regions of the uterus and fallopian tubes was consistent with history of essure placement. This can be better assessed with hysterosalpingogram, normal bilateral ovarian cysts, no free fluid. (B)(6) 2010, procedure- hysteroscopy, essure removal. Findings: normal uterus, essure seen bilaterally. (B)(6) 2010, procedures- laparoscopic tubal ligation via the filshie clip method. Operative laparoscopy with excision of endometriosis. Release of torsion by lysis of adhesion. Specimen removed- cul-de-sac. Findings- laparoscopic findings showed left ovarian torsion with adhesion of the left ovary to the left ovarian fossa. There were multiple implants of endometriosis throughout the cul-de-sac. The right tube and ovary appeared to be within normal limits. The appendix appeared to be within normal limits. (B)(6) 2010, specimen(s) and location: biopsy pelvic cul-de-sac. Gross description: specimen labeled, "biopsy, pelvic cul-de-sac." The specimen consists of five of yellow-tan fatty soft tissue, the largest measuring 0.7 cm in greatest. Microscopic: microscopic sections reveal multiple levels through fibroadipose tissue. Within fibroadipose tissue are endometrial-type glands and stroma. The endometrial-type are of weakly proliferative phase and show no significant architectural, complexi cytologic atypia. The surrounding endometrial-type stroma shows no significant features of malignancy. Final diagnosis- cul-de-sac (biopsy): fibroadipose tissue involved by endometriosis. No malignancy identified. (B)(6) 2012, surgical pathology report- material: uterus with cervix and bilateral fallopian tubes, cul-de-sac. Diagnosis: intact uterus and two detached fallopian tubes: changes suggestive of superficial adenomyosis, secretory phase endometrium, acute and chronic cervicitis two detached fallopian tubes. Cul-de-sac: endometriosis. Gross examination: specimen received in formalin in a container labeled with the patient's name and "uterus with cervix and bilateral tubes". It consists of a single intact uterus and two detached fallopian tubes. The uterus without adnexal tissue weighs 94 grams and measures 8.5 x 5.5 x 4.5 cm. External os measures 1.0 cm in diameter. Ectocervical mucosa is pink-tan and smooth measuring 2.1 cm in width. Endocervical canal measures 4.0 cm in length, endometrial cavity triangular shape measuring 3.8 cm in length and 2.8 cm in diameter. Endometrium is hemorrhagic tan measuring up to 0.4 cm in thickness. Myometrium is pink fleshy measuring up to 1.8 cm in thickness. Individual tube measures 7.5 cm in length and up to 1.0 cm in diameter. Both tubes show metal clip consistent with tubal ligation. Step section of both tubes show patent lumen. Fimbria is identified. One of the tubes show attached cystic structure measuring 1.5 cm in diameter. Specimen received in formalin in a container labeled with the patient's name and "cul-de-sac". It consists of fragments of yellow-tan soft tissue in aggregate 0.7 x 0.7 x 0.6 cm. Microscopic examination: sections of endomyometrium are examined. Endometrium shows secretory phase changes with no significant atypia or stromal breakdown. Some endometrial glands and stroma extends slightly deep into superficial myometrium. Sections of cervix are examined and show acute and chronic inflammation. Squamous and columnar junction identified and show mild inflammation. No dysplasia. Sections also show two detached fallopian tubes with vascular congestion. No atypia. Sections show fragments of fibrovascular and adipose tissue. Sections show endometrial glands and stroma consistent with endometriosis. Heat effect was prominent. (B)(6) 2012, findings: normal culdesac, tubes, small bowel, colon, diaphragms, liver, and stomach. Large poorly mobile uterus. Intact hi adder with bilateral ureteral efflux of indigo carmine. Scarring of the bladder flap. The essure were visible through the perineum. On (B)(6) 2008 gross description; specimen labeled, "cervical biopsy at 6 o¿clock." The specimen consists of a segment of whitish-tan tissue measuring 0.2 cm in diameter. Te1x1b. Final diagnosis: "cervix at 6 o'clock biopsy)" 1. Mild dysplasia (cin I/iii1 with associated koilocytotic atypia (human papilloma virus effect). 2. High grade dysplasia is not identified. On (B)(6) 2010 pap report status interpretation: negative for intraepithelial lesion or malignancy on (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("heavy menses"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and back pain ("back pain") and underwent endometriosis ablation (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, release of torsion of lysis of adhesions, underwent total hysterectomy and tubal ligation, underwent operative laparoscopy, excision of endometriosis). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, pelvic adhesions, endometriosis ablation, abdominal pain lower, menorrhagia, allergy to metals, cystitis, urinary tract infection, female sexual dysfunction, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, fatigue, alopecia, dyspareunia, abdominal distension and abdominal pain outcome was unknown and the abdominal pain upper and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2010 surgery for laparoscopic tubal ligation. On (B)(6) 2010, (B)(6) 2012, surgical removal of coil(s), hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed tubal occlusion left and right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals, urinary tract infection, abdominal pain lower, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 26-feb-2019: mr received- lot number and new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: essure protrusion , outside uterus/ essureprotrusion outside the uterus and the essure was visible through the perineum'), pelvic pain ('severe chronic pelvic pain'), pelvic adhesions ('release of torsion of lysis of adhesions') and endometriosis ablation ('excision of endometriosis') in an adult female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions:(B)(6) 2007, findings: initially transpelvic images were performed. The images demonstrate bladder. The uterus was unremarkable with the exception some echogenic material within the uterus. No endometrial or intrauterine mass was identified. The endometrial stripe measure 0.26 cm, within normal limits. The transvaginal imaging demonstrated small benign appearing bilateral follicular cyst. No free fluid. The largest cyst of the ovary measure 0.73 cm within the right ovary and 0.8 cm within the left ovary. There is normal vascularity to both ovaries. There is prominent vessels seen within the pelvic region and uterus. Impression- echogenic material within the regions of the uterus and fallopian tubes was consistent with history of essure placement. This can be better assessed with hysterosalpingogram, normal bilateral ovarian cysts, no free fluid. (B)(6) 2010, procedure- hysteroscopy, essure removal. Findings: normal uterus, essure seen bilaterally. (B)(6) 2010, procedures- laparoscopic tubal ligation via the filshie clip method. Operative laparoscopy with excision of endometriosis. Release of torsion by lysis of adhesion. Specimen removed- cul-de-sac. Findings- laparoscopic findings showed left ovarian torsion with adhesion of the left ovary to the left ovarian fossa. There were multiple implants of endometriosis throughout the cul-de-sac. The right tube and ovary appeared to be within normal limits. The appendix appeared to be within normal limits. (B)(6) 2010, specimen(s) and location: biopsy pelvic cul-de-sac. Gross description: specimen labeled, "biopsy, pelvic cul-de-sac." The specimen consists of five of yellow-tan fatty soft tissue, the largest measuring 0.7 cm in greatest. Microscopic: microscopic sections reveal multiple levels through fibroadipose tissue. Within fibroadipose tissue are endometrial-type glands and stroma. The endometrial-type are of weakly proliferative phase and show no significant architectural, complexi cytologic atypia. The surrounding endometrial-type stroma shows no significant features of malignancy. Final diagnosis- cul-de-sac (biopsy): fibroadipose tissue involved by endometriosis. No malignancy identified. (B)(6) 2012, surgical pathology report- material: uterus with cervix and bilateral fallopian tubes, cul-de-sac. Diagnosis: intact uterus and two detached fallopian tubes: changes suggestive of superficial adenomyosis, secretory phase endometrium, acute and chronic cervicitis two detached fallopian tubes. Cul-de-sac: endometriosis. Gross examination: specimen received in formalin in a container labeled with the patient's name and "uterus with cervix and bilateral tubes". It consists of a single intact uterus and two detached fallopian tubes. The uterus without adnexal tissue weighs 94 grams and measures 8.5 x 5.5 x 4.5 cm. External os measures 1.0 cm in diameter. Ectocervical mucosa is pink-tan and smooth measuring 2.1 cm in width. Endocervical canal measures 4.0 cm in length, endometrial cavity triangular shape measuring 3.8 cm in length and 2.8 cm in diameter. Endometrium is hemorrhagic tan measuring up to 0.4 cm in thickness. Myometrium is pink fleshy measuring up to 1.8 cm in thickness. Individual tube measures 7.5 cm in length and up to 1.0 cm in diameter. Both tubes show metal clip consistent with tubal ligation. Step section of both tubes show patent lumen. Fimbria is identified. One of the tubes show attached cystic structure measuring 1.5 cm in diameter. Specimen received in formalin in a container labeled with the patient's name and "cul-de-sac". It consists of fragments of yellow-tan soft tissue in aggregate 0.7 x 0.7 x 0.6 cm. Microscopic examination: sections of endomyometrium are examined. Endometrium shows secretory phase changes with no significant atypia or stromal breakdown. Some endometrial glands and stroma extends slightly deep into superficial myometrium. Sections of cervix are examined and show acute and chronic inflammation. Squamous and columnar junction identified and show mild inflammation. No dysplasia. Sections also show two detached fallopian tubes with vascular congestion. No atypia. Sections show fragments of fibrovascular and adipose tissue. Sections show endometrial glands and stroma consistent with endometriosis. Heat effect was prominent. (B)(6) 2012, findings: normal culdesac, tubes, small bowel, colon, diaphragms, liver, and stomach. Large poorly mobile uterus. Intact hi adder with bilateral ureteral efflux of indigo carmine. Scarring of the bladder flap. The essure were visible through the perineum. On (B)(6) 2008 gross description; specimen labeled, "cervical biopsy at 6 o¿clock." The specimen consists of a segment of whitish-tan tissue measuring 0.2 cm in diameter. Te1x1b. Final diagnosis: "cervix at 6 o'clock biopsy)" 1. Mild dysplasia (cin I/iii1 with associated koilocytotic atypia (human papilloma virus effect). 2. High grade dysplasia is not identified. On (B)(6) 2010 pap report status interpretation: negative for intraepithelial lesion or malignancy on (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("heavy menses"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and back pain ("back pain") and underwent endometriosis ablation (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, release of torsion of lysis of adhesions, underwent operative laparoscopy, excision of endometriosis and underwent total hysterectomy and tubal ligation and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, pelvic adhesions, endometriosis ablation, abdominal pain lower, menorrhagia, allergy to metals, cystitis, urinary tract infection, female sexual dysfunction, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, fatigue, alopecia, dyspareunia, abdominal distension and abdominal pain outcome was unknown and the abdominal pain upper and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2010 surgery for laparoscopic tubal ligation. On (B)(6) 2010, (B)(6) 2012, surgical removal of coil(s), hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed tubal occlusion left and right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals, urinary tract infection, abdominal pain lower, dysmenorrhoea. Lot number: 621813 manufacturing date: 2006-12 expiration date: 2008-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: essure protrusion , outside uterus/ essureprotrusion outside the uterus and the essure was visible through the perineum"), pelvic pain ("severe chronic pelvic pain"), pelvic adhesions ("release of torsion of lysis of adhesions") and endometriosis ("excision of endometriosis") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, dysuria, nocturia and menometrorrhagia. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), pelvic adhesions (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), menorrhagia ("heavy menses"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with antibiotics, surgery (underwent total hysterectomy and tubal ligation and bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (release of torsion of lysis of adhesions) and surgery (underwent operative laparoscopy, excision of endometriosis). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, pelvic adhesions, endometriosis, menorrhagia, allergy to metals, cystitis, urinary tract infection, female sexual dysfunction, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, fatigue, alopecia, dyspareunia, abdominal distension and abdominal pain outcome was unknown and the abdominal pain upper and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2010 surgery for laparoscopic tubal ligation. On (B)(6) 2010, (B)(6) 2012, surgical removal of coil(s), hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirmed tubal occlusion left and right hysterosalpingogram (at least three months after essure insertion): showed full occlusion. (B)(6) 2007, findings: initially transpelvic images were performed. The images demonstrate bladder. The uterus was unremarkable with the exception some echogenic material within the uterus. No endometrial or intrauterine mass was identified. The endometrial stripe measure 0.26 cm, within normal limits. The transvaginal imaging demonstrated small benign appearing bilateral follicular cyst. No free fluid. The largest cyst of the ovary measure 0.73 cm within the right ovary and 0.8 cm within the left ovary. There is normal vascularity to both ovaries. There is prominent vessels seen within the pelvic region and uterus. Impression- echogenic material within the regions of the uterus and fallopian tubes was consistent with history of essure placement. This can be better assessed with hysterosalpingogram, normal bilateral ovarian cysts, no free fluid. (B)(6) 2010, procedure- hysteroscopy, essure removal. Findings: normal uterus, essure seen bilaterally. (B)(6) 2010, procedures- laparoscopic tubal ligation via the filshie clip method. Operative laparoscopy with excision of endometriosis. Release of torsion by lysis of adhesion. Specimen removed- cul-de-sac. Findings- laparoscopic findings showed left ovarian torsion with adhesion of the left ovary to the left ovarian fossa. There were multiple implants of endometriosis throughout the cul-de-sac. The right tube and ovary appeared to be within normal limits. The appendix appeared to be within normal limits. (B)(6) 2010, specimen(s) and location: biopsy pelvic cul-de-sac. Gross description: specimen labeled, "biopsy, pelvic cul-de-sac." The specimen consists of five of yellow-tan fatty soft tissue, the largest measuring 0.7 cm in greatest. Microscopic: microscopic sections reveal multiple levels through fibroadipose tissue. Within fibroadipose tissue are endometrial-type glands and stroma. The endometrial-type are of weakly proliferative phase and show no significant architectural, complexi cytologic atypia. The surrounding endometrial-type stroma shows no significant features of malignancy. Final diagnosis- cul-de-sac (biopsy): fibroadipose tissue involved by endometriosis. No malignancy identified. (B)(6) 2012, surgical pathology report- material: uterus with cervix and bilateral fallopian tubes, cul-de-sac. Diagnosis: intact uterus and two detached fallopian tubes: changes suggestive of superficial adenomyosis, secretory phase endometrium, acute and chronic cervicitis two detached fallopian tubes. Cul-de-sac: endometriosis. Gross examination: specimen received in formalin in a container labeled with the patient's name and "uterus with cervix and bilateral tubes". It consists of a single intact uterus and two detached fallopian tubes. The uterus without adnexal tissue weighs 94 grams and measures 8.5 x 5.5 x 4.5 cm. External os measures 1.0 cm in diameter. Ectocervical mucosa is pink-tan and smooth measuring 2.1 cm in width. Endocervical canal measures 4.0 cm in length, endometrial cavity triangular shape measuring 3.8 cm in length and 2.8 cm in diameter. Endometrium is hemorrhagic tan measuring up to 0.4 cm in thickness. Myometrium is pink fleshy measuring up to 1.8 cm in thickness. Individual tube measures 7.5 cm in length and up to 1.0 cm in diameter. Both tubes show metal clip consistent with tubal ligation. Step section of both tubes show patent lumen. Fimbria is identified. One of the tubes show attached cystic structure measuring 1.5 cm in diameter. Specimen received in formalin in a container labeled with the patient's name and "cul-de-sac". It consists of fragments of yellow-tan soft tissue in aggregate 0.7 x 0.7 x 0.6 cm. Microscopic examination: sections of endomyometrium are examined. Endometrium shows secretory phase changes with no significant atypia or stromal breakdown. Some endometrial glands and stroma extends slightly deep into superficial myometrium. Sections of cervix are examined and show acute and chronic inflammation. Squamous and columnar junction identified and show mild inflammation. No dysplasia. Sections also show two detached fallopian tubes with vascular congestion. No atypia. Sections show fragments of fibrovascular and adipose tissue. Sections show endometrial glands and stroma consistent with endometriosis. Heat effect was prominent. (B)(6) 2012, findings: normal culdesac, tubes, small bowel, colon, diaphragms, liver, and stomach. Large poorly mobile uterus. Intact hi adder with bilateral ureteral efflux of indigo carmine. Scarring of the bladder flap. The essure were visible through the perineum. On (B)(6) 2008 gross description: specimen labeled, "cervical biopsy at 6 o¿clock." The specimen consists of a segment of whitish-tan tissue measuring 0.2 cm in diameter. Te1x1b. Final diagnosis: "cervix at 6 o'clock biopsy)" 1. Mild dysplasia (cin I/iii1 with associated koilocytotic atypia (human papilloma virus effect). 2. High grade dysplasia is not identified. On (B)(6) 2010 pap report status: interpretation: negative for intraepithelial lesion or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals, urinary tract infection, abdominal pain lower, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Reporter added. Event abnormal bleeding (vaginal), depression, anxiety , excision of endometriosis, release of torsion of lysis of adhesions, fatigue, essure protrusion outside the uterus and the essure was visible through the perineum/migration of essure device location of device: essure protrusion outside uterus, bloating, abdominal pain, hair loss, stomach pain and back pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, dysuria, nocturia and menometrorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menorrhagia ("heavy menses"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, allergy to metals, cystitis, urinary tract infection, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: on (B)(6) 2010 surgery for laparoscopic tubal ligation. On (B)(6) 2010, (B)(6) 2012, surgical removal of coil(s), hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirmed tubal occlusion left and right hysterosalpingogram (at least three months after essure insertion): showed full occlusion. (B)(6) 2007, findings: initially transpelvic images were performed. The images demonstrate bladder. The uterus was unremarkable with the exception some echogenic material within the uterus. No endometrial or intrauterine mass was identified. The endometrial stripe measure 0.26 cm, within normal limits. The transvaginal imaging demonstrated small benign appearing bilateral follicular cyst. No free fluid. The largest cyst of the ovary measure 0.73 cm within the right ovary and 0.8 cm within the left ovary. There is normal vascularity to both ovaries. There is prominent vessels seen within the pelvic region and uterus. Impression- echogenic material within the regions of the uterus and fallopian tubes was consistent with history of essure placement. This can be better assessed with hysterosalpingogram, normal bilateral ovarian cysts, no free fluid. (B)(6) 2010, procedure- hysteroscopy, essure removal. Findings: normal uterus, essure seen bilaterally. (B)(6) 2010, procedures- laparoscopic tubal ligation via the filshie clip method. Operative laparoscopy with excision of endometriosis. Release of torsion by lysis of adhesion. Specimen removed- cul-de-sac. Findings- laparoscopic findings showed left ovarian torsion with adhesion of the left ovary to the left ovarian fossa. There were multiple implants of endometriosis throughout the cul-de-sac. The right tube and ovary appeared to be within normal limits. The appendix appeared to be within normal limits. (B)(6) 2010, specimen(s) and location: biopsy pelvic cul-de-sac. Gross description: specimen labeled, "biopsy, pelvic cul-de-sac." The specimen consists of five of yellow-tan fatty soft tissue, the largest measuring 0.7 cm in greatest. Microscopic: microscopic sections reveal multiple levels through fibroadipose tissue. Within fibroadipose tissue are endometrial-type glands and stroma. The endometrial-type are of weakly proliferative phase and show no significant architectural, complexi cytologic atypia. The surrounding endometrial-type stroma shows no significant features of malignancy. Final diagnosis- cul-de-sac (biopsy): fibroadipose tissue involved by endometriosis. No malignancy identified. (B)(6) 2012, surgical pathology report- material: uterus with cervix and bilateral fallopian tubes, cul-de-sac. Diagnosis: intact uterus and two detached fallopian tubes: changes suggestive of superficial adenomyosis, secretory phase endometrium, acute and chronic cervicitis two detached fallopian tubes. Cul-de-sac: endometriosis. Gross examination: specimen received in formalin in a container labeled with the patient's name and "uterus with cervix and bilateral tubes". It consists of a single intact uterus and two detached fallopian tubes. The uterus without adnexal tissue weighs 94 grams and measures 8.5 x 5.5 x 4.5 cm. External os measures 1.0 cm in diameter. Ectocervical mucosa is pink-tan and smooth measuring 2.1 cm in width. Endocervical canal measures 4.0 cm in length, endometrial cavity triangular shape measuring 3.8 cm in length and 2.8 cm in diameter. Endometrium is hemorrhagic tan measuring up to 0.4 cm in thickness. Myometrium is pink fleshy measuring up to 1.8 cm in thickness. Individual tube measures 7.5 cm in length and up to 1.0 cm in diameter. Both tubes show metal clip consistent with tubal ligation. Step section of both tubes show patent lumen. Fimbria is identified. One of the tubes show attached cystic structure measuring 1.5 cm in diameter. Specimen received in formalin in a container labeled with the patient's name and "cul-de-sac". It consists of fragments of yellow-tan soft tissue in aggregate 0.7 x 0.7 x 0.6 cm. Microscopic examination: sections of endomyometrium are examined. Endometrium shows secretory phase changes with no significant atypia or stromal breakdown. Some endometrial glands and stroma extends slightly deep into superficial myometrium. Sections of cervix are examined and show acute and chronic inflammation. Squamous and columnar junction identified and show mild inflammation. No dysplasia. Sections also show two detached fallopian tubes with vascular congestion. No atypia. Sections show fragments of fibrovascular and adipose tissue. Sections show endometrial glands and stroma consistent with endometriosis. Heat effect was prominent. (B)(6) 2012, findings: normal culdesac, tubes, small bowel, colon, diaphragms, liver, and stomach. Large poorly mobile uterus. Intact hi adder with bilateral ureteral efflux of indigo carmine. Scarring of the bladder flap. The essure were visible through the perineum. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals, urinary tract infection, abdominal pain lower, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from jan-2007 to (B)(6) 2007. Events dysmenorrhoea, female sexual dysfunction, urinary tract infection, cystitis were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: essure protrusion , outside uterus/ essureprotrusion outside the uterus and the essure was visible through the perineum'), pelvic pain ('severe chronic pelvic pain'), pelvic adhesions ('release of torsion of lysis of adhesions') and endometriosis ablation ('excision of endometriosis') in a 25-year-old female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2007, trans pelvic images: impression- echogenic material within the regions of the uterus and fallopian tubes was consistent with history of essure placement. This can be better assessed with hysterosalpingogram, normal bilateral ovarian cysts, no free fluid. On (B)(6) 2010 pap report status interpretation: negative for intraepithelial lesion or malignancy. Concurrent conditions included dysplasia, dysuria, nocturia, menometrorrhagia, uti and frequency urinary. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced menorrhagia ("heavy menses/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 17 days after insertion of essure (ess205). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy/ nickel - diag. Post-essure"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced libido decreased ("other injury or complication-describe: decreased sex drive"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abdominal pain lower ("cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating") and abdominal pain upper ("stomach pain") and underwent endometriosis ablation (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, release of torsion of lysis of adhesions, underwent operative laparoscopy, excision of endometriosis and underwent total hysterectomy and tubal ligation and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic adhesions, endometriosis ablation, abdominal pain lower, allergy to metals, cystitis, urinary tract infection, female sexual dysfunction, vaginal haemorrhage, anxiety, depression, fatigue, alopecia, dyspareunia, abdominal distension and libido decreased outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain upper and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, female sexual dysfunction, libido decreased, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2010 surgery for laparoscopic tubal ligation. On (B)(6) 2010, (B)(6) 2012, surgical removal of coil(s), hysterectomy with bilateral salpingectomy. Discrepancy noted in essure insertion date: (B)(6) 2007, (B)(6) 2007. Removal date: (B)(6) 2012, (B)(6) 2010. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed tubal occlusion left and right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals, urinary tract infection, abdominal pain lower, dysmenorrhoea. Lot number: 621813 manufacturing date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: lawyer added. Updated outcome of events dysmenorrhea, pelvic pain, abdominal pain, menorrhagia to recovered. On 11-sep-2019: fu- 5 & 6 processed together.pfs & mr received: new event decreased sex drive was added. Events onset date, reporter and concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menorrhagia ("heavy menses") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysteroscopy for essure removal on (B)(6)-2010 and total laparoscopic hysterectomy on (B)(6)-2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6)2010 surgery for laparoscopic tubal ligation. Diagnostic results: hysterosalpingogram (at least three months after essure insertion): showed full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.